Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "death", "filter migration/movement", "incorrect positioning or orientation of the filter", "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "thromboembolic events, including dvt, acute or recurrent pulmonary embolism or air embolism, possibly causing end organ infarction/damage/failure", and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ this device can remain permanently implanted.

Event description:
According to notice received by way of a civil action complaint filed on january 11, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013. Approximately 3 months after implant an evaluation demonstrated the filter malpositioned but the patient was advised the filter could be safely left in. Approximately three years post implant of the filter, a CT scan was performed and revealed the filter ¿had migrated¿ and became ¿a threat to her life.¿ approximately three years after implant, the patient underwent an attempt to retrieve the filter on or about (B)(6) 2016 with two physicians who ¿both failed.¿ the patient underwent an additional attempt to retrieve the filter on or about (B)(6) 2016 by dr. (B)(6) at (B)(6), who retrieved the ¿fractured filter¿ along with the two fractured filter legs. The patient alleges to have ¿suffered injuries¿ as described above. Argon¿s attorneys are attempting to gather information.

Manufacturer narrative:
It was discovered that this MDR is a duplicate of MDR 1625425-2017-00016 that was previously submitted.